Event description:
Indwelling 8fr, 3cm foley catheter placed in client on (B)(6) 2013 at (B)(6). Foley was found in diaper, at 0300 on (B)(6) 2013, by rn with balloon deflated and proximal 1/4 end of catheter missing. Client asleep during time of event.